Event description:
The pump was prematurely explanted 26 months after implant. The catheter was replaced during surgery. No reason was given for the pump explant. The device was replaced with another device (same model). The catheter was replace as it was "plugged due to scarring". The device has been returned to the manufacturer for analysis.